Event description:
Pt complains of hard and painful breasts, fibrosis, capsular contracture, muscle inflammation, cystitis, granuloma, ruptured implant, scaly skin, burning pain in chest, breast, arm and abdomen, dry eyes, mouth and vagina, joint tenderness, muscle aches and pain, muscle weakness, photosensitivity, sleep disturbance, easy bruising, bladder and colon problems and night sweats. Event date: 3/23/77.